Event description:
It was reported that a patient underwent a total pelvic floor repair procedure on an unknown date. On (B)(6) 2011, the patient developed a mesh exposure 2 x 2 mm in the apex region. The patient underwent an excision and suture was used. The event was resolved on (B)(6) 2011. Additional information was requested.

Manufacturer narrative:
(B)(4). The patient underwent the pelvic floor repair procedure in 2008. The patient was estrogenized prior to the procedure and following the procedure. The patient was normal after six to twelve weeks. The mesh was excised following local estrogenization. The physician stated that the pressure on the mesh margins between the anterior and posterior mesh, at the apex, after years was possibly responsible for the erosion. The patient will follow up with the physician in six months. The physician opined that the mesh thickness was a little bit too much.

Manufacturer narrative:
(B)(4): mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.